Event description:
Staff identified a potential concern with IV tubing related to hyperbaric treatment. The staff noticed a discrepancy in the amount of medication administered to a patient in the chamber noting the patient received roughly half of the volume of medication that was set to administer. FDA safety report ID# (B)(4).